Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer could not clear the alarm. Customer uses an (B)(6) alkaline battery. Customer had to discontinue pump use and was following their medical prescription for insulin shots until their replacement arrives. No further details given.

Manufacturer narrative:
Findings: unit alarmed a33 during basic occlusion test due to protruded/loose drive support disk. All buttons function properly. No damage noted on keypad traces. Unit had minor scratched display window, cracked belt clip slot and cracked reservoir tube lip. The j2 connector on lcd/b was locked.